Manufacturer narrative:
The investigation for the reported purge issue has been completed. The product was returned, and the issue was confirmed. Data analysis: imc logs show multiple issuance of the following error [(B)(6) 2023 13:26:24 imc-ahp error: 0xff 0x67 0xf7]. These errors follow piston blocked errors e.g. [(B)(6) 2023 13:26:24 purgeadmin: piston blocked (reset pud) 0]. There were instances of the purge fluid not being detected i.e. [(B)(6) 2023 13:31:16 imcgui: casestart: msg c:90 e:3022 0x825cb90 screen curr:4 prev:4 (3054)] the purge fluid not being detected was due to the purge priming issues. There was no direct evidence of the purge cassette not being detected from the logs. Device analysis: visual inspection revealed dextrose residue within the of gasket of the purge motor. Contamination of the stepper gasket could cause the spindle to be immobilized and the inability to prime purge fluid. Per the results of the clinical review and investigation, the root cause was determined to be due to contamination on the gasket of the purge assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported for an automated impella controller (aic) that the aic console does not recognize the purge cassette during set up. The aic was successfully exchanged. There was no report of patient harm or injury.